Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement. Additionally, the patient experienced pain and discomfort. This lead was out of service and successfully replaced. No additional adverse patient effects were reported.